Event description:
The dentist reported that when he was trying to adjust the cover screw to the implant, the tip of the hex driver fractured. The fractured part stayed in the cover screw. The dentist will wait for the implant integrated to try to remove the fractured part.

Manufacturer narrative:
Upon visual inspection, the hex driver was fractured. The complaint was confirmed. The lot number for the hex driver was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿